Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18438. It was reported the patient desired to have her ipg explanted. The sjm rep met with the patient and indicated the patient is experiencing ineffective stimulation. Impedance issues were also indicated. The patient is considering undergoing surgical intervention for her leads and not having her ipg explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.